Event description:
Pt presented with femoral component that appeared to have migrated and believed to be loose. Converted to total knee.

Manufacturer narrative:
All poly tibial component, lot # 0904005, cat # 100020, mfg. Date: may 2009, exp. Date: november 2011. Product was not returned for eval. No evidence suggesting of any product/system failure, and the need for corrective action is not indicated. Alexandria research technologies considers the investigation of this event closed at this time. Should the product be returned or add'l info rec'd, the investigation may be re-opened.